Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter; product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported the patient experienced less than fifty percent therapy relief. The decision was made to explant the pump and part of the catheter. The distal portion of the catheter was left in the intrathecal space and anchored. There was no replacement or revision reported. There was no alleged product issue. The products will not be returned for analysis. It was unknown if any diagnostic testing or troubleshooting was performed. The cause for the issue was later reported to be ¿no pain relief.¿ the pump was used to deliver morphine. The patient's status at the time of the event was reported as "alive - no injury." The cause for the patient¿s symptoms, the location of the issue, the patient¿s outcome and the resolution of the event remain unknown. Follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be submitted.